Manufacturer narrative:
Evaluation: our evaluation of the returned biliary dilation balloon confirmed the report. The balloon material has a pinhole, rendering the device inoperable. During our evaluation the balloon was inflated with water using a quantum biliary inflation device. During inflation, we observed water leaking from a pinhole in the balloon material near the proximal end. No portion of the balloon material is missing. No other observations related to the returned product were noted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory conclusion: the additional information provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to a hole in the balloon material is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation did not impact the patient or user and no similar observations were found during a review of the 2-year adverse event history. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician used a cook quantum ttc biliary balloon dilator for endoscopically performed biliary drainage (epbd) with an endoscopic retrograde cholangiopancreatography (ercp) access route. When the papillary balloon dilation was attempted, pressure could not be maintained in the balloon. Since dilation was successful and completed, the procedure was continued. After the balloon was removed, dilation of the balloon was attempted again and it was noticed saline was leaking from a pinhole in the balloon material. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.